Manufacturer narrative:
Ortho field engineer (fe) had been on site for service. Service was completed on (B)(6) 2018: incubators were calibrated and passed. Centrifuge settings were verified. Camera settings were within range. Reference image was good and clear. Fe verified main screen temperature with meter and both at same reading. Qc was run and verified by customer. Instrument is operating as expected. No repairs needed. (B)(4).

Event description:
During retrospective repeat testing, customer reported three incidents of false negative dat results on cord blood samples tested on ortho provue s/n (B)(4), that were later identified to be positive by the manual gel method. This retrospective testing was being performed due to a negative dat result on a cord blood tested on (B)(6) 2018, provue s/n (B)(4), and reported to a clinician. Because the newborn had shown signs of jaundice, the physician requested that the dat be repeated. The sample was then retested on a different provue and in manual gel. Weak-1+ reactivity was noted. Due to the discrepant result obtained in (B)(6) , the customer reviewed the results of 239 cord blood samples in which the baby was either group a or group b and the mother was group o. Repeat retrospective testing was then performed in manual gel. Repeat testing on sample (B)(6), originally tested negative on provue (s/n (B)(4)) on (B)(6) 2018, reacted 1+ in manual gel. Repeat testing on sample (B)(6), originally tested negative on provue (s/n (B)(4)) on (B)(6) 2018, reacted 1+ in manual gel. Repeat testing on sample (B)(6), originally tested negative on provue (s/n (B)(4)) on (B)(6) 2018, reacted 1+ in manual gel. Ortho field engineer (fe) had been on site for service. Service was completed on (B)(6) 2018: incubators were calibrated and passed. Centrifuge settings were verified. Camera settings were within range. Reference image was good and clear. Fe verified main screen temperature with meter and both at same reading. Qc was run and verified by customer. Instrument is operating as expected. No repairs needed. Report 3 of 3